Event description:
(B)(4). Chronic migraines, chronic fatigue, extreme muscle weakness, allover pain esp back and shoulders. Abdominal pain and bloating. Periods lasting for 21-30 days. Became permanently disabled in march 2013.